Event description:
The customer reported that when they selected magnification one mode, the system collimator coned down (closed) and would not re-open. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A faulty wire in the high voltage cable was reported as being cause of the malfunction. The customer indicated they would either replace the cable themselves, or have service replace the cable in the future.